Event description:
It was reported that during a device data review, the nurse noted three alerts from this subcutaneous implantable defibrillator (s-ICD) system. The first was regarding an untreated episode, but it was likely over-sensed noisy signals when the patient was using an electric saw. The two other alerts were red alerts indicative of charge timeout (CT) and long charge (lc) error codes. Boston scientific technical services (ts) was contacted for a device data review. It was confirmed that there was a presence of non-physiological high amplitude noisy signals, which meant the patient's intrinsic rhythm was difficult to distinguish. These noisy signals were sensed, but untreated as the device began charging and displayed the aforementioned error codes. Ts indicated this is most likely the result of changes in the impedance pathway of the sensing vector and confirmed that potential inappropriate therapy and/or lack of therapy cannot be excluded. It was stated the s-ICD electrode was most likely damaged and the entire system should be replaced. Diagnostic imaging and provocative postural testing was also discussed prior to system replacement. The field representative provided this information to the physician and this s-ICD system was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. It is unknown at this time if the s-ICD system will be returned for analysis.

Event description:
It was reported that during a device data review, the nurse noted three alerts from this subcutaneous implantable defibrillator (s-ICD) system. The first was regarding an untreated episode, but it was likely over-sensed noisy signals when the patient was using an electric saw. The two other alerts were red alerts indicative of charge timeout (CT) and long charge (lc) error codes. Boston scientific technical services (ts) was contacted for a device data review. It was confirmed that there was a presence of non-physiological high amplitude noisy signals, which meant the patient's intrinsic rhythm was difficult to distinguish. These noisy signals were sensed, but untreated as the device began charging and displayed the aforementioned error codes. Ts indicated this is most likely the result of changes in the impedance pathway of the sensing vector and confirmed that potential inappropriate therapy and/or lack of therapy cannot be excluded. It was stated the s-ICD electrode was most likely damaged and the entire system should be replaced. Diagnostic imaging and provocative postural testing were also discussed prior to system replacement. The field representative provided this information to the physician and this s-ICD system was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. The s-ICD system was received for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted a crack on the exterior of the device case. The device was successfully interrogated and confirmed there were no errors prior to this event date. The CT and lc codes resulted in increased battery consumption and it was determined that therapy was not available while the device was implanted following the declaration of these two codes. Residual gas analysis demonstrated a high percentage of water content within the device case. Analysis concluded this hermetically sealed device case became compromised due to a crack in the device case, likely due to cyclic fatigue, which allowed bodily fluid to enter the interior of the device. The presence of conductive body fluid contacting the device's electronic circuitry caused the clinically-observed CT and lc alerts.